Event description:
It was reported that during percutaneous coronary intervention procedure, a stent damage occurred. The 85% stenosed target lesion was located in the severely calcified and mildly tortuous mid right coronary artery. Predilatation was performed with a non-bsc balloon. A 4.00x24mm promus element plus drug eluting stent was attempted to be advanced to treat the target lesion. During the advancing of the stent, the stent struts got "loosened". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during percutaneous coronary intervention procedure, a stent damage occurred. The 85% stenosed target lesion was located in the severely calcified and mildly tortuous mid right coronary artery. Predilatation was performed with a non-bsc balloon. A 4.00x24mm promus element plus drug eluting stent was attempted to be advanced to treat the target lesion. During the advancing of the stent, the stent struts got "loosened". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon had the appearance of having been inflated. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).